Event description:
The customer obtained false positive total b-hcg results on several serum samples from one pt. Negative results were obtained for the same pt samples using two alternate test methods. There was no report of pt harm as a result of this event.